Event description:
Biomedical engineering at the facility reported that an infusion pump free-flowed or overdelivered medication during pt use. Additional info was provided by risk mgmt, quality and pharmacy personnel at the facility. A pt with excessive uterine bleeding and endometriosis was received in the operating room for a total abdominal hysterectomy. An epidural catheter had been placed prior to the procedure, which was performed under general anesthesia. The surgery last from 10:55am until 11.:35am, at which time the pt was moved to the recovery room. At 12:40pm an epidural infusion was started. The solution contained sufentanil 1mcg/ml, naropin 0.2% and 0.9% sodium chloride in a total volume of 350ml, with a continuous rate programmed in the pump at 8ml/hr and a pca dose of 3.0ml with a 15-minute lockout. The pt was given an antiemetic medication. At 1:15pm the pt was transferred to a general floor. At 1:50pm the pt was given 12.5mg phenergan. At approximately 3:30pm, the pt experienced a respiratory arrest, which progressed to a cardiac arrest. CPR, lidocaine, bretylium, sodium bicarbonate, epinephrine and defibrillation were used during the resuscitation and the pt was intubated and placed on a ventilator. Six days later the pt was extubated and diagnosed with ischemic encephalitis and remains in a vegetative state. The facility reported that there is no evidence that the infusion pump failed.